Event description:
It was reported through the litigation process that sometime post a port placement, the patient developed with unspecified infection. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient developed with unspecified infection. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical records allege that a titanium implantable port was placed via a right posterior internal jugular vein approach for chemotherapy treatment after unsuccessful attempts to advance a guidewire through both the left and right subclavian veins. The guidewire repeatedly halted during these initial attempts, after which successful advancement into the superior vena cava was achieved using the internal jugular approach. Sometime thereafter, the patient developed a wound infection involving the port a cath. Approximately eighteen days later, the port was surgically removed due to infection, with purulent fluid noted and collected for culture, followed by removal of the port and catheter, wound irrigation, confirmation of hemostasis, and closure without reported complication. Therefore, it can be confirmed the failure to advance of guidewire, infection, purulent discharge and sepsis. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, device, component, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2013, a patient underwent port implantation via the right internal jugular vein for the treatment of b cell lymphoma. During the procedure, it was reported that the guidewire allegedly failed to advance. It was further reported that the patient was diagnosed with sepsis. Subsequently, on (B)(6) 2013, the port was removed due to port infection. It was further reported that purulent discharge was observed during the removal. However, the current status of the patient remains unknown.